Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Actual complaint sample can not be returned. Batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can not be determined.

Event description:
It was reported that the patient underwent a hysterectomy on (B)(6) 2019 and suture was used. The suture broke during the procedure. A like device was used to complete the procedure. There were no adverse patient consequences reported.